Event description:
It was reported that a magnet was applied to the subcutaneous implantable cardioverter defibrillator (s-ICD) to suspend tachy therapy during surgery. The magnet slipped and the patient received an inappropriate shock due to electromagnetic interference (emi) oversensing. The s-ICD system remains in service. No adverse patient effects were reported.